Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three weeks post implant with an antibacterial absorbable envelope a revision procedure took place to reduce the size of the pocket. When the pocket was opened clear fluid was inside. Cultures were taken and came back negative. The physician removed the irritated tissue and a new absorbable envelope was not placed with the pocket revision. No further patient complications have been reported as a result of this event.